Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no vibration. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted, but failed because its stuck on initialization screen. Unable to perform functional testing due to initialization screen. The global receiver vibration tool was performed and passed. The receiver log was reviewed and no errors were observed. The reported event of no vibration was not confirmed. A root cause could not be determined.